Manufacturer narrative:
The cartridge is not an implantable device; therefore, not explanted concomitant medical products: lens zcb00 +14.5 diopter, serial number unknown; platinum injector, lot number unknown; viscoelastic healon, model and lot unknown. The facility name, address and phone number was not provided. Attempts have been made to obtain missing information; however, to date, no response has been received. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that during the implantation of the intraocular lens (iol), the capsular bag was filled with healon and an zcb00 14.5 lens was loaded into a platinum lens injector. The lens was partially injected in the anterior chamber and it was caught in the main wound. An angled mcpherson's forceps were used to grasp the lens and guide the optic and the leading haptic into the bag. A sinskey hook was used to position the trailing haptic. No marks were visualized on the optic. Reportedly, the lens remains implanted. The patient was reported doing well. No further information was provided.

Manufacturer narrative:
Device evaluation: the cartridge was not returned at the manufacturing site; therefore product testing could not be performed and the customer's reported complaint could not be verified. Manufacturing records review: the lot number is unknown, therefore the manufacturing records could not be reviewed. Labeling review: the directions for use (dfu) were reviewed. The directions for use (dfu) adequately provides instructions and precautions along with warnings for the proper use and handling of the device. As a result of the investigation, there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.